Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm on the 3rd inflation for 10secs. The ruptured balloon was removed from the patient completely. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified 4mm proximal of distal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted. A visual and tactile examination identified multiple hypotube kinks along of the device. A shaft polymer extrusion kink was also observed 9mm from distal end of port. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm on the 3rd inflation for 10secs. The ruptured balloon was removed from the patient completely. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.